Manufacturer narrative:
The root cause of the presumed hemolysis could not be confirmed. The hemolysis was originally thought to be the cause of the observed hematuria. No product was returned for analysis. The data logs do no suggest any issues or malfunctions at the time that could cause or contribute to the presumed hemolysis. The relationship between hemolysis and impella use could not be determined. The failure mode will be monitored and trended.

Event description:
In (B)(6) the medical center placed an impella cp for support after the patient had undergone CPR and had ECMO placed. The cp supported the patient for 8 days when it was explanted. Later the medical center informed abiomed of the patient having hemolysis presumed to be due to the use of the impella cp. The team had treated the hemolysis with infusion of multiple units of haptoglobin.